Manufacturer narrative:
Approximate age of device ¿ 1 year and 1 month.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Log file analysis completed by the manufacturer¿s technical services representative revealed no external power alarms. It was reported that the patient did not recall the alarms. Patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
The device was not available for analysis as it remains in clinical use with the patient. The reported no external power alarm was confirmed via the submitted log file. The recorded data indicated that on (B)(6) 2018 at 23:37:01 and (B)(6) 2018 at 23:45:20 a no external power and low battery hazard alarm activated. Based on review of the data, it appeared likely that the no external power alarm was due to a brief loss of ac power while the system controller was connected to a mobile power unit. The system controller backup battery supplied power to the pump as designed and there was no interruption in support. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.